Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. From the photo, leakage was observed passed the stopper. A device history record review found no non-conformances associated with this issue during production of this batch. The assembly process was reviewed and tehre is a mechanism control to check the stopper leakage. However, as no sample was returned, the root cause was not able to be determined.

Event description:
It was reported that the bd 10ml syringe experienced leakage. The following information was provided by the initial reporter: drug leakage at syringe. Hcp said when I was mixing drugs and pulling it for shooting, drug flow out.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd 10ml syringe experienced leakage. The following information was provided by the initial reporter: drug leakage at syringe. Hcp said when I was mixing drugs and pulling it for shooting, drug flow out.